Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl). The personal diabetes manager (pdm) battery life reportedly completely drained within one day and was not holding charge. Symptoms reported include headache, sickness and dehydration. The patient received insulin injections and fluids for treatment. The patient was released after approximately five hours.